Event description:
Per raised with minimal info. The customer reported that the pt, who is taking part in the triathlon outcomes clinical study, was readmitted for a manipulation of the knee under anaesthetic. The customer confirmed that the relevant ethics committee will also be informed of this event. No further info has been provided at this stage. However, copies of the pt's med notes, x-rays and any add'l info regarding this event was requested.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.